Event description:
It was reported that the programmer displayed an error during a software upgrade. It was resolved by rebooting the programmer and the software successfully loaded. The programmer remained in the field.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no charge to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.